Event description:
It was reported that the patient had copd and was on a ventilator for two weeks in (B)(6) 2012. The patient was paralyzed so the patient was in rehab learning to walk again. During this time the patient did not use her stimulator so the ins went dead. A new ins was implanted on (B)(6) 10 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).